Event description:
ICU medical, inc. 951 calle amanecer, san clemente, ca 92673. Subsequent to our response to the FDA, and after further discussions with the user, it appears that the user's issue is related to cracking of the female luer on an extension set not mfg by ICU medical. I told the user, option care, that we will investigate to determine the connection, if any, between female luer extension set cracking and the clave connector. The user was laso advised to contact the extension set MFR. It is expected that our investigation will be concluded shortly and we will send you this add'l info no later than 2/15/96. At this time this is not considered a medical device report (MDR) event. We have opened a complaint file to track the investigation. Our ref number is 51112 and 51113.